Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the adhesive around the light guide lens of the subject device had been peeled off. The subject device was loaner asset of olympus. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, there was possibility that the reported event was attributed to the stress during use, the external factor and/or the user handling. If additional information is received, this report will be supplemented.